Event description:
After the pt was intubated, positioned prone on the magnetic resonance imaging table and scanned, the wand guided steriotactic biopsy procedure was preformed. Following closure, the pt was computer axial tomography scanned, with a small remnant of the titanium biopsy probe noted to be present. Surgery was needed to remove remnant.